Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The report was not confirmed based on sample analysis. It was not possible to perform a batch review as the lot number was unknown. A root cause could not be determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A gap was found between the mainbody of the transfer set and the disconnect cap just after connecting them by the clean flash. There was no patient injury or medical intervention. No further information is available.